Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Results of investigation: the carefusion failure analysis lab examined the user interface module (uim). The reported issue was not duplicated in the failure analysis laboratory therefore no root cause could be determined . Carefusion will track and trend this reported issue and internally investigate the situation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) is black intermittently. There was no patient involvement associated with this event.